Event description:
It was reported that during product storage, the imager ii catheter fell out of the bottom of the package while it was "hanging on the shelf". It was further reported that it was "almost like there was no glue or sealing on the bottom of the package." The device was not being used for a procedure.